Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2015-05610. Follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05610. The patient has an scs system for off-label use. It was reported the patient has been receiving ineffective stimulation. Reprogramming attempts to provide resolution have been unsuccessful. As a result, the patient will undergo surgical intervention on a later date.